Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-02489 and 2134265-2016-02490. It was reported that an automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a pullback sled. During procedure, it was noticed that automatic pullback stopped halfway through. Reconnection was performed but the issue was not resolved. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis with no visible external damage or defects observed. The unit meets specifications for mdu-5 plus basic functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-02489 and 2134265-2016-02490. It was reported that an automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a pullback sled. During procedure, it was noticed that automatic pullback stopped halfway through. Reconnection was performed but the issue was not resolved. No patient complications were reported.